Manufacturer narrative:
This event is considered an off label use of the device. The device is intended to be used for electrosurgical cutting, coagulation, and ablation of soft tissue during open surgical procedures.

Event description:
The procedure included dermal resurfacing of the face and neck. Patient has hyperpigmentation on the face and neck. An off-label procedure was performed for dermal resurfacing of the face and neck.